Event description:
It was reported during the procedure, it was noticed that the distal drilling of the target device went astray. To complete the surgery another device was used. No adverse consequences reported.

Manufacturer narrative:
Evaluation summary: the target device returned was documented as faultless prior to distribution. The instrument passed the pre-operative function test. Furthermore the dynamic test revealed the resistances against deflection during use as intended as well as all requirements for final check were fulfilled with no significant deviations. This event created a serious injury in the past and will be reported as a malfunction.